Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was visited to emergency room and hospitalized due to diabetic ketoacidosis as well as hyperglycemia, on (B)(6) 2019 with blood glucose level was 800 mg/dl at time of incident and treated with intravenous fluids at hospital. Customer stated that they suddenly felt sick and started vomiting, the next day they passed out and sent to emergency room. Customer stated that they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active. Customer stated that they have not contacted their health care professional regarding the high blood glucose. Customer was alleging the insulin pump was under delivering due to diabetic ketoacidosis. Customer stated that the insulin exited at the quick release. Customer declined to continue insulin pump troubleshooting. The devices will not be returned for analysis.